Event description:
It was reported that during a da vinci-assisted thoracospic right lung exploration with biopsy of inferior pulmonary lymph node procedure, the patient experienced an anesthesia reaction before the robot was docked to the patient. After 2 hours from the start of surgery, the anesthesia reaction got worse. The patient had hemodynamic instability which resulted into aborting the procedure. The patient blood pressure, heart rate and oxygenation level were low. The patient received vasopressors for low blood pressure and heart rate, fluid bolus, supplemental oxygen, and medical management for bradycardia. Ultimately the patient required pacemaker to be implanted. There was no bleeding, no major organ injury and the physician believed that the hemodynamic instability was related to anesthesia and patient extensive comorbid underlying condition. The surgeon was able to obtain limited specimen; however, it was enough to make a diagnosis. The physician believed that the da vinci surgical system did not cause or contribute to the hemodynamic instability or adverse event. Follow up was done and the patient was reported to be alive and well. It was confirmed that the patient did not have myocardial infarction and did not expire. Incidentally during the case, the customer had contacted an intuitive surgical, inc. (Isi) clinical sales representative (csr) and reported that the foot switch panel on the surgeon side console (ssc) where the surgeon activates the energy, kept lifting. The issue was resolved within 10 seconds after the customer engaged the ssc brakes. The surgeon was able to proceed with the procedure.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. However, the surgeon attributes the hemodynamic instability to anesthesia and extensive comorbidities. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted thoracospic right lung exploration with biopsy of inferior pulmonary lymph node procedure, the patient experienced an anesthesia reaction and went into hemodynamic instability. As a result, the procedure was aborted. Ultimately, the patient required permanent pacemaker implantation. Although the surgeon indicated that the incident was totally non-robotic related, it is unknown as to what extent, if any, the da vinci surgical system may have contributed to the complication.